Event description:
It was reported the healthcare provider noticed movement of the lead with placement of the stimloc cap. It was later reported to the ¿best of their knowledge,¿ the manufacturer representative thought the issue was overcome during surgery without adverse effects to the patient.

Manufacturer narrative:
(B)(4).